Event description:
The pt underwent a CT guided 15-gauge and 16-gauge (soft tissue core) core biopsy of the left tibia for lesion. During the course of the procedure, the distal 2cm of the 15-gauge bonopty biopsy cannula fractured and remains completely within tibia, no soft tissue extension. The bonopty has an easier time penetrating thinned cortical bone. This pt's cortex was not thin. Also, the pt is young and is not subject to osteopenia. Many of our pts are older and have osteopenia. The fellow who performed the biopsy did not notice any extraordinary difficulty with the procedure. The pt and her parents elected to have an open biopsy and removal of retained needle. The pt tolerated the procedure well.

Manufacturer narrative:
Other, patient involved with another manufacturer's device. Other, another manufacturer's device. In the suspect medical device section of the medwatch report sent to us on 03/30/2009, a 16 gauge bonopty biopsy needle is identified with lot number 1708638, which is the lot number of the cook inc. Qc-16-15.0-20t quick core biopsy needle. It is possible that the suspect device info was incorrectly entered on the form. It should be noted that in other sections of the form, the bonopty device is identified as 15 gauge. With the info provided, there is no evidence to suggest that the qc-16-15.0-20t device was defective or its use resulted in the event described. Through images, it is confirmed that the bonopty biopsy cannula fractured approximately 2cm from the distal end. However, a search of the bonopty biopsy cannula, along with the images provided, it was discovered that the suspect device was manufactured by another manufacturer. The appropriate individuals have been notified and we will continue to monitor for similar complaints.